Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. Therefore, the complaint is not confirmed and the assignable cause is determined as no device malfunction or use error identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(4) of peritonitis in a patient coincident with dianeal pd4 ambuflex (1.5% and 2.5% glucose) and extraneal viaflex bag therapies. On (B)(6) 20102, the patient experienced peritonitis and was admitted to the hospital for peritonitis. The cause of the peritonitis was not reported. It was not reported if treatment were performed. On (B)(6) 2012, the patient was discharged from the hospital. The outcome of the peritonitis was not reported. The causality assessment was unknown.